Event description:
It was reported to philips that device does not detect the battery. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This pr is a duplicate of (B)(4)/ smax 0122089992 as it was inadvertently split from (B)(4) // smax 0122091269. Child (B)(4) emdr follow up report under (B)(4) was submitted on 05sep2023 with received mdn no. (B)(4). Please kindly refer to child (B)(4) for full details.